Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a red, itchy, bleeding rash under the lifevest. The patient was given a prescription from her physician. The patient reported that they have a pre-existing condition that was made worse from wearing the lifevest. The outcome of the irritation is not known.